Event description:
A patient reported that their pump no longer kept time and the charging cord was difficult to insert into the port. There was no reported impact on the customer¿s blood glucose level. The patient declined further troubleshooting, leading to the closure of the case with no additional action required.